Event description:
It was reported that a 31 mm mitral valve was explanted from a (B)(6) male after an implant duration of seven (7) years, eleven (11) months due to calcification, stenosis, and regurgitation. This was replaced with a 31 mm edwards bioprosthesis. The patient was transferred to the ICU and later discharged.

Manufacturer narrative:
Device not returned. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.